Manufacturer narrative:
The customer's test strips were requested for investigation, but were no longer available. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). Intravenous blood was collected from the patient and the first 4-5 drops of blood were discarded. A sample from the collection was tested using the meter, resulting in a value of 1.1 inr. Blood was further collected into a tube and sent to another laboratory for testing using an unknown method, resulting in a value of 1.9 inr.